Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic tore during insertion. When the lens was removed, the incision was enlarged and no sutures were needed. There were no other patient injuries. It was stated the msi-tm injector and lot number was unknown. The aq cartridge, lot number 1197782 was also used.